Event description:
It was reported that when the external pulse generator (epg) was tested at the hospital, a conductor fracture of the patient cable was suspected. No patient was involved.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the cable was analyzed and no anomalies were found.

Event description:
It was reported that when the external pacing generator (epg) was tested at the hospital, a conductor fracture of the patient cable was suspected. No patient was involved.